Manufacturer narrative:
(B)(4) the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: did the metal active blade break off of the device? No. Or, did the white tissue pad that break off the device? Yes.

Event description:
It was reported that during an pancreatectomy procedure the device's jaw has broken and fell down into the patient. Surgeon removed it. Device and broken pieces will be returned. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
(B)(4). Batch #n92a8k. The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. In addition, the tissue pad was damaged, melted and 100% present and not detached as reported by the customer. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A batch history record review was performed, and a protocol was created during the manufacturing of this batch but was not related to the event description.